Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -11.5/1.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2022. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was reported as unknown.